Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. As the sample was not returned and the lot number is unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).

Event description:
It was reported that a home patient experienced peritonitis, coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain, vomiting, and pus in effluent. The cause of the peritonitis is unknown. The patient was hospitalized for the event. Pd therapy was suspended and the patient began hemodialysis therapy during hospitalization. The patient was treated with unspecified antibiotics (dose, route, frequency, and duration not reported). At the time of this report, the patient was reported to be recovered, had been discharged from the hospital and had restarted pd therapy. No additional information is available. This is report 2 of 3.